Event description:
Pt called lfs in 2/2004 alleging the meter would not power on while attempting to test. The pt reported symptoms of lightheadedness and nausea at the time of testing. The pt tested on their back-up meter and obtained a result of 123 mg/dl. The pt contacted their physician for advice, no treatment was given. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.